Event description:
Additional information received noted right ventricular (rv) lead insulation damage. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
Additional information received noted that the patient was scheduled for a right ventricular (rv) lead replacement. The lead was noted with low impedance and noise from previous transmissions. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular (rv) lead was noted with low impedance and lead noise that resulted in oversensing episodes. The device was changed to aai per the physician. The patient was stable.